Event description:
The subject device was used during a sigmoid resection for recurrent diverticulitis, adhesive, fibrotic sigmoid colon. The procedure was completed with the subject device. After the procedure, the drainages were indwelled at kidney and ureter. After that, the pt was transferred to the ICU, but the pt died of a severe myocardial infarction. It is not sure as no autopsy has been performed, but health care professional of the user facility suspected below. The left sided ureter has received thermal injury during resection of the sigmoid colon with the subject device. The damage led to pyelonephritis or sepsis, and it caused failure of multiple organs among the heart.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.